Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring at 126 ohms. Technical services (ts) reviewed the data and stated that there were no events with noise on the rv electrogram (egm), however there was some incidental noise seen on the shock egm, which could be myopotential noise on the unipolar channel. Ts recommended troubleshooting options and to perform lead integrity testing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section h11 : this product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring at 126 ohms. Technical services (ts) reviewed the data and stated that there were no events with noise on the rv electrogram (egm), however there was some incidental noise seen on the shock egm, which could be myopotential noise on the unipolar channel. Ts recommended troubleshooting options and to perform lead integrity testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the rv thresholds were rising and currently at 2.6v.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring at 126 ohms. Technical services (ts) reviewed the data and stated that there were no events with noise on the rv electrogram (egm), however there was some incidental noise seen on the shock egm, which could be myopotential noise on the unipolar channel. Ts recommended troubleshooting options and to perform lead integrity testing. This rv lead remains in service. No adverse patient effects were reported. Additional information received indicated that the rv thresholds were rising and currently at 2.6v.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.